Manufacturer narrative:
A visual examination of the returned device revealed residue present on the one step button pull delivery system, indicating use/handling. Patient care kit and decompression tube were returned in original labeled pouches. The psmd was returned with residue present from use. The blue pullwire was attached to the wire loop of the delivery system blue dilating tip. The button sheath, red strip and black suture were noted to be intact on the delivery system. The suture and sheath did not present any issues. The c-flex tubing and tapered connector were found separated and approximately 14mm of the tubing remained on the distal end of the broken tapered connector. Approximately 15 mm of the connector remained in the proximal end of the broken/cut tubing. The c-flex tubing had been stretched and narrowed on the proximal end near the blue dilating tip. The c-flex was torn/ cut near the distal end and the edge of the connector was visible underneath. The broken/ cut ends of the delivery system were examined under magnification and the edges appeared cleanly cut and perpendicular to the working length. It was noted that the condition of the returned unit was consistent with the complaint incident that the button tube became separated. Based on all gathered information, the most probable root cause is "operational context". A DHR (device history record) review was performed and revealed no issues related to the reported complaint. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the one step delivery system detached while it was pulled through the stoma. Reportedly, the catheter was pulled strongly by the physician as there was resistance encountered. In addition, nothing got detached inside the patient. The procedure was completed with a new one step button initial placement gastrostomy kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the one step delivery system detached while it was pulled through the stoma. Reportedly, the catheter was pulled strongly by the physician as there was resistance encountered. In addition, nothing got detached inside the patient. The procedure was completed with a new one step button initial placement gastrostomy kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.